Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage in the femoral marker/femoral marker flakes off . Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 15feb2016. It was reported that lost image occurred. An opticross¿ imaging catheter was used without any problem during preliminary intravascular ultrasound (ivus), however, image was immediately lost when pullback was started during post ivus to monitor the placement of the stent. Since no problem was observed during cineangiocardiogram, the procedure was terminated without implementing ivus. No patient complications were reported and the patient¿s status is good. However, device analysis revealed that a damage in the femoral marker/femoral marker flakes off.